Manufacturer narrative:
Correction: the stent stabilizer was kinked as a result of handling the device history record review confirms that the device met all material, assembly and performance specifications. The proximal end of the pusher/ stabilizer was noted to be kinked and broken and the stent partially deployed from the distal end of the delivery catheter. Blood was noted within the delivery catheter. During functional testing, the delivery catheter was flushed and blood exited. Resistance was experienced as an attempt was made to advance the pusher to deploy the stent. The stent delivery catheter was noted to be kinked at 29.5cm from the proximal end and 35cm from the distal end. The stent stabilizer was noted to be kinked at 29cm from the distal end. It is probable that the stent stabilizer was kinked and broken as a result of handling of the device during the clinical procedure. It is probable that the anatomical factors present caused the reported and analyzed stent deployment issues and the stent delivery wire kink. Therefore an assignable cause of operational context has been assigned to this event.

Event description:
Based on the result of the investigation of the stent (subject device), it was found that the stent was partially deployed. There was no medical impact to the patient.

Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. The proximal end of the pusher/ stabilizer was noted to be kinked and broken and the stent partially deployed from the distal end of the delivery catheter. Blood was noted within the delivery catheter. During functional testing, the delivery catheter was flushed and blood exited. Resistance was experienced as an attempt was made to advance the pusher to deploy the stent. The stent delivery catheter was noted to be kinked at 29.5cm from the proximal end and 35cm from the distal end. The stent stabilizer was noted to be kinked at 29cm from the distal end. It is probable that the stent stabilizer was broken as a result of handling of the device during the clinical procedure. It is probable that the anatomical factors present caused the reported and analyzed stent deployment issues and the kinks. Therefore an assignable cause of operational context has been assigned to this event .

Event description:
Based on the result of the investigation of the stent (subject device), it was found that the stent was partially deployed. There was no medical impact to the patient.